Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed the respiratory signal on the right atrial (ra) channel. The oversensing led to inappropriate atrial tachy response episodes. Increased ra impedances were also observed but never out of range. The device was reprogrammed and the respiratory sensor was programmed off. This crt-d remains in service. No adverse patient effects were reported.